Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The analyzer alarm trace provided did not contain any alarm near the time of the event. Therefore, a system failure could be excluded. Based the other information available and the fact that calibration and qc results were stable and in range, there was no reagent issue evident. The event was suspected to be related to an issue with the sample quality and preanalytic issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable chol2 cholesterol gen.2 and trigl triglycerides results for one patient sample. The initial cholesterol result was 498 mg/dl and the initial triglyceride result was 424 mg/dl. These results were reported outside the laboratory. The physician called the laboratory and questioned the results. On (B)(6) 2017, the repeat cholesterol result was 274 mg/dl with a data flag and the repeat triglyceride result was 275 mg/dl with a data flag. The repeat results were believed to be correct the patient was not adversely affected. The cholesterol reagent lot number was 19796401 with an expiration date of 08/31/2017. The triglyceride reagent lot number was 17599801 with an expiration date of 08/31/2017. The field service representative could not find a cause. He checked the fluidics and probe alignments and he ran precision testing.